Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus showed a small perforation at the posterior aspect just below the fundus') and menometrorrhagia ('menometrorrhagia') in a 36-year-old female patient who had essure (batch no. C91786-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. Concomitant products included lorazepam (ativan) since 2016 for anxiety, meloxicam since 2016 for arthritis, aripiprazole (abilify) since 2015 and bupropion hydrochloride (wellbutrin) since 2015 for depression, hydrocodone bitartrate;paracetamol (vicodin) since 2016 for pelvic pain female, back pain, joint pain and abdominal pain as well as cyanocobalamin since 2015, dicycloverine hydrochloride (bentyl) since 2018 and ibuprofen (motrin) since 2010. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / very painful sex"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problem condition: anxiety,psych injury") and depression ("psychological or psychiatric problem condition:depression,psych injury"). In (B)(6) 2015, the patient experienced feeling abnormal ("hormonal changes describe: brain fog") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced autoimmune colitis ("autoimmune disorder type of disorder: colitis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), arthritis ("other injury(ies) or complication (s) please describe:arthritis"), back pain ("back pain"), arthralgia ("joints pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), coital bleeding ("heavy bleeding during sex") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (d& c with endometrial ablation with minerva. And laparoscopic removal of both tubes.). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, menometrorrhagia, autoimmune colitis, pelvic pain, feeling abnormal, mood swings, anxiety, depression, migraine, arthritis, dyspareunia, back pain, arthralgia, abdominal pain, abdominal pain lower, coital bleeding, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, arthritis, autoimmune colitis, back pain, coital bleeding, depression, dyspareunia, feeling abnormal, headache, hormone level abnormal, menometrorrhagia, migraine, mood swings, pelvic pain and uterine perforation to be related to essure. The reporter commented: (B)(6) 2015: urine pregnancy test: positive endometrial biopsy. Essure system leaving 2 coils on the left and 0 coils on the right. Removal procedure mentions-we were then able to insert the minerva device and were able to get a decent seal with using clamping on the small perforation site. She did complete the minerva two minutes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Imaging procedure - on an unknown date: bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation and menometrorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-nov-2021: quality safety evaluation of product technical complaint. We have received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus showed a small perforation at the posterior aspect just below the fundus') and menometrorrhagia ('menometrorrhagia') in a 36-year-old female patient who had essure (batch no. C91786-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. Concomitant products included lorazepam (ativan) since 2016 for anxiety, meloxicam since 2016 for arthritis, aripiprazole (abilify) since 2015 and bupropion hydrochloride (wellbutrin) since 2015 for depression, hydrocodone bitartrate;paracetamol (vicodin) since 2016 for pelvic pain female, back pain, joint pain and abdominal pain as well as cyanocobalamin since 2015, dicycloverine hydrochloride (bentyl) since 2018 and ibuprofen (motrin) since 2010. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / very painful sex"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problem condition: anxiety,psych injury") and depression ("psychological or psychiatric problem condition:depression,psych injury"). In (B)(6) 2015, the patient experienced feeling abnormal ("hormonal changes describe: brain fog") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced autoimmune colitis ("autoimmune disorder type of disorder: colitis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), arthritis ("other injury(ies) or complication (s) please describe:arthritis"), back pain ("back pain"), arthralgia ("joints pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), coital bleeding ("heavy bleeding during sex") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (d& c with endometrial ablation with minerva. And laparoscopic removal of both tubes, d& c with endometrial ablation with minerva.). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, menometrorrhagia, autoimmune colitis, pelvic pain, feeling abnormal, mood swings, anxiety, depression, migraine, arthritis, dyspareunia, back pain, arthralgia, abdominal pain, abdominal pain lower, coital bleeding, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, arthritis, autoimmune colitis, back pain, coital bleeding, depression, dyspareunia, feeling abnormal, headache, hormone level abnormal, menometrorrhagia, migraine, mood swings, pelvic pain and uterine perforation to be related to essure. The reporter commented: (B)(6) 2015: urine pregnancy test: positive endometrial biopsy. Essure system leaving 2 coils on the left and 0 coils on the right. Removal procedure mentions-we were then able to insert the minerva device and were able to get a decent seal with using clamping on the small perforation site. She did complete the minerva two minutes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Imaging procedure - on an unknown date: bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-nov-2021: quality safety evaluation of ptc. We have received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus showed a small perforation at the posterior aspect just below the fundus') and menometrorrhagia ('menometrorrhagia') in a 36-year-old female patient who had essure (batch no. C91786-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. Concomitant products included lorazepam (ativan) since 2016 for anxiety, meloxicam since 2016 for arthritis, aripiprazole (abilify) since 2015 and bupropion hydrochloride (wellbutrin) since 2015 for depression, hydrocodone bitartrate;paracetamol (vicodin) since 2016 for pelvic pain female, back pain, joint pain and abdominal pain as well as cyanocobalamin since 2015, dicycloverine hydrochloride (bentyl) since 2018 and ibuprofen (motrin) since 2010. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / very painful sex"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problem condition: anxiety,psych injury") and depression ("psychological or psychiatric problem condition:depression,psych injury"). In (B)(6) 2015, the patient experienced feeling abnormal ("hormonal changes describe: brain fog") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced autoimmune colitis ("autoimmune disorder type of disorder: colitis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), arthritis ("other injury(ies) or complication (s) please describe:arthritis"), back pain ("back pain"), arthralgia ("joints pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), coital bleeding ("heavy bleeding during sex") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (d& c with endometrial ablation with minerva. And laparoscopic removal of both tubes, d& c with endometrial ablation with minerva.). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, menometrorrhagia, autoimmune colitis, pelvic pain, feeling abnormal, mood swings, anxiety, depression, migraine, arthritis, dyspareunia, back pain, arthralgia, abdominal pain, abdominal pain lower, coital bleeding, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, arthritis, autoimmune colitis, back pain, coital bleeding, depression, dyspareunia, feeling abnormal, headache, hormone level abnormal, menometrorrhagia, migraine, mood swings, pelvic pain and uterine perforation to be related to essure. The reporter commented: (B)(6) 2015: urine pregnancy test: positive endometrial biopsy. Essure system leaving 2 coils on the left and 0 coils on the right. Removal procedure mentions-we were then able to insert the minerva device and were able to get a decent seal with using clamping on the small perforation site. She did complete the minerva two minutes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion.. Imaging procedure - on an unknown date: bilateral occlusion.. Pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation and menometrorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we have received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus showed a small perforation at the posterior aspect just below the fundus') and menometrorrhagia ('menometrorrhagia') in a (B)(6) year-old female patient who had essure (batch no. C91786-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. Concomitant products included lorazepam (ativan) since 2016 for anxiety, meloxicam since 2016 for arthritis, aripiprazole (abilify) since 2015 and bupropion hydrochloride (wellbutrin) since 2015 for depression, hydrocodone bitartrate;paracetamol (vicodin) since 2016 for pelvic pain female, back pain, joint pain and abdominal pain as well as cyanocobalamin since 2015, dicycloverine hydrochloride (bentyl) since 2018 and ibuprofen (motrin) since 2010. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / very painful sex"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problem condition: anxiety,psych injury") and depression ("psychological or psychiatric problem condition:depression,psych injury"). In (B)(6) 2015, the patient experienced feeling abnormal ("hormonal changes describe: brain fog") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced autoimmune colitis ("autoimmune disorder type of disorder: colitis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), arthritis ("other injury(ies) or complication (s) please describe:arthritis"), back pain ("back pain"), arthralgia ("joints pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), coital bleeding ("heavy bleeding during sex") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (d& c with endometrial ablation with minerva. And laparoscopic removal of both tubes, d& c with endometrial ablation with minerva.). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, menometrorrhagia, autoimmune colitis, pelvic pain, feeling abnormal, mood swings, anxiety, depression, migraine, arthritis, dyspareunia, back pain, arthralgia, abdominal pain, abdominal pain lower, coital bleeding, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, arthritis, autoimmune colitis, back pain, coital bleeding, depression, dyspareunia, feeling abnormal, headache, hormone level abnormal, menometrorrhagia, migraine, mood swings, pelvic pain and uterine perforation to be related to essure. The reporter commented: (B)(6) 2015: urine pregnancy test: positive endometrial biopsy. Essure system leaving 2 coils on the left and 0 coils on the right. Removal procedure mentions-we were then able to insert the minerva device and were able to get a decent seal with using clamping on the small perforation site. She did complete the minerva two minutes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Imaging procedure - on an unknown date: bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation and menometrorrhagia. Most recent follow-up information incorporated above includes: on 7-oct-2021: medical record received. Case became serious incident because of essure removal and medically confirmed. Reporters, medical history, lab data, essure removal date and removal details were added. New events, uterus showed a small perforation at the posterior aspect just below the fundus and menometrorrhagia were added. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.